Event description:
A complaint was received alleging that the power cord, used as an accessory to the device, had broken. From MFR evaluation of the power cord, it was concluded that the molded female connector had partially separated from the cord. The device was reported to be in use at the time of the failure. There was no patient harm indicated. The design of the power cord meets the specs and applicable safety standards for power cords (ul 817 and iec 60320-1). This power cord appears to have been abused beyond its reasonable intended usage.